Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, part of the tip of the permanent cautery hook (pch) instrument broke off. The customer did not notice anything fall into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. Both ears were broken. One broken piece was returned, measuring roughly .203" x .191" in size. The other broken piece measuring roughly .203" x .191" in size was not returned. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.